Event description:
It was reported that during the left internal carotid artery procedure the patient experienced hypotension and slight weakness in the right arm after stent deployment. Hypotension resolved the next day after treatment with medications. Stroke was ruled out. Although the right hand weakness improved without treatment, it continued at the time of discharge on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Rx acculink, part 1011344-40, lot 0101161 there was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction (slight weakness in the right arm), as listed in the accunet instructions for use (IFU), is a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture and design.